Event description:
It was reported that this right ventricular (rv) lead was explanted due to observed low r wave amplitudes. The rv lead was successfully replaced with a new lead. No additional adverse patient effects were reported. The device is not expected to return.